Manufacturer narrative:
Summary of the analysis: device history report (DHR) analysis shows that the unit related to this report met all the requirements of the specification at inspection. The analysis did not present any product rejections during the manufacturing process, or deviations that could result in the reported incident. Review of the clinical follow-up data indicates a loss of ventricular capture associated with a sudden decrease in right ventricular sensing and impedance values starting the day of implantation, suggesting a potential issue with right ventricular (rv) lead positioning at the time of the procedure. As the rv lead was not returned for investigation, no further analysis could be performed based on the available information, the reported abnormal electrical behavior and observed values are most likely attributable to the target implantation site patient physiology, or the lead fixation (screw-in) within the ventricular cavity. This case has been retained and will be used for trending purposes. . For more details please refer to the report enclosed.

Event description:
Reportedly, few days post implantation, an issue was observed with the ventricular threshold value. The lead was explanted and a new one was implanted. The ventricular sensing and impedance values were within specification.¿

Event description:
Reportedly, few days post implantation, an issue was observed with the ventricular threshold value. The lead was explanted and a new one was implanted. The ventricular sensing and impedance values were within specification.¿